Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Examination of the returned pfc patellar cementing clamp found that the socket head-shoulder screw used to fix the top and bottom handles in place was missing resulting with the two handles to disassociate from each other; this confirms the reported event. The instrument was found to be broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the patellar cementing clamp from out of office set is broken, missing screw. No surgery affected.